Event description:
According to baxter, an incident occurred in which a patient began a subcutaneous infusion of desferrioxamine in her abdomen. Approximately 15 minutes into the infusion the site became sore and inflamed. After approximately one hour, the site became more raised and sore resulting in the patient removing the device. According to baxter, the patient felt that the device was delivering the solution "faster than normal." The device contained 1500mg of desferrioxamine and water for injection for a total fill volume of 49ml. Reporter states the patient required no medical intervention.